Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 three xience xpedition stents were implanted, one in the proximal left anterior descending (plad-3.5x38 mm), one in the left main (4.0x12 mm) and one in the posterior descending coronary artery (3.0x12 mm). On (B)(6) 2015, coronary artery stenosis was noted in the plad. On (B)(6) 2015 coronary artery bypass graft surgery was performed as follows: left internal thoracic artery to lad and saphenous vein graft to obtuse marginal artery, resolving the event. No additional information was provided.